Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone experiencing low blood glucose issues since starting on the insulin pump. The customer reported usually treating the low blood glucose with glucose tabs and always checking the blood glucose before driving. The customer had a low blood glucose of 39 mg/dl. The blood glucose at the time of the call was 72 mg/dl. The customer reported that the drive support cap was normal and recessed. The customer was referred to a health care professional regarding the bolus and basal settings. The customer was advised to monitor the insulin pump and to call back if the issue persisted.